Manufacturer narrative:
It was reported that the device "fractured in half. Resulting in customer falling and being hospitalized". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall requiring hospitalization.